Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).

Event description:
An endeavor sprint over the wire drug eluting stent was implanted in the prox lad. At the at 3 month follow up patient's worst angina status was reported as I per (B)(6) criteria. At 6 month follow up patients worst angina status was reported as ii per ccsc criteria. It is reported that the patient expired approximately one year post the index procedure, cause of death was identified as end stage coronary artery disease, atherosclerosis and hypertension. Investigator has indicated that the event was not related to the study device.